Manufacturer narrative:
Evaluation summary: there was a detachment on the hypotube 46.3cm distal to the strain relief. The hypotube was jagged and oval on both sides of the detachment site. There were numerous kinks along the hypotube. There was a kink on the transition tubing 9.2cm proximal to the guidewire entry port. There was a slight kink on the distal shaft 4.3cm distal to the guidewire entry port. There was no deformation to the stent wraps. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a resolute integrity drug eluting stent to treat a moderately tortuous, mildly calcified lesion in the mid and distal rca, exhibiting 90% stenosis. No damage was noted to the packaging, and no issues noted when removing the device from the hoop. The device was inspected prior to use. Negative prep was not performed. The lesion was pre-dilated. It was reported that the device did not pass through a previously deployed stent, no resistance was encountered and excessive force was not used. It is reported that during use of the device within the patient, a break occurred at the catheter hypotube while positioning in the lesion. A negative prep was done after positioning and blood return was observed. The detached portion of the system (guide, wire, and resolute integrity on the remaining delivery system ) was trapped in the guide catheter using a euphora balloon and the whole system was then removed. No patient injury reported. Another resolute was deployed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.